Event description:
It was reported that after implantation of a preloaded monofocal intraocular lens (iol), the patient experienced a "shadow on the left" in their peripheral vision. The issue did not interfere with the patient's daily activities. The lens was explanted during a secondary surgery, and the patient recovered fully without the need for unplanned surgical interventions. A non-johnson & johnson lens of 21.5 diopter was used as a replacement iol. No medication outside of standard of care was required and no patient injury was reported. It was noted that the directions for use of the device were followed. No further information was provided.

Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: oct 6, 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was cut into three pieces and coated in viscoelastic residue. The lens pieces were cleaned revealing a scratch. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The other issues observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.